Manufacturer narrative:
Review of lot history: investigation of batch records indicate the following: 200 pieces were checked at final qc for fit with cannula, no rejects were found. 200 pieces were checked in process to confirm the wire would pass through an .023 diameter hole, no failures were found. Review of return sample: sample of actual failed product was not available for investigation. Conclusion/follow-up #2: no definitive conclusions can be reached based on the limited evidence available.

Event description:
A female pt was presented for a breast biopsy. The needle was inserted into the pt. The physician then tried to place the wire, could not pass it through the hub. She stated that it seemed as though the stiffening cannula would not fit. Another device was opened and only the wire was used. The procedure was completed.